Event description:
The customer reported that after the autopulse platform (sn (B)(6) slipped from their hand and fell to the floor, user advisory 07 (discrepancy between load 1 and load 2 too large) appeared. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The customer reported that after the autopulse platform (sn (B)(6) slipped and fell to the floor, user advisory 07 (discrepancy between load 1 and load 2 too large) appeared. This complaint was confirmed during both archive data review and functional testing. The root cause of ua07 was identified as a defective load cell, which was attributed to mishandling and being dropped. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) around the customer's reported complaint date, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. The defective load cell was replaced to remedy the fault. Following service, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).